Manufacturer narrative:
The reported event was an allergic reaction to the system. As received, a complete lead was returned for analysis. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected except for procedural damage.

Event description:
It was reported that the patient presented in clinic for an allergic reaction to their pacemaker, right ventricular (rv) lead, and right atrial (ra) lead. The entire system was explanted and successfully replaced with a leadless device. The patient remained stable.